Manufacturer narrative:
The device remains in patient.

Event description:
It was reported that three months after the procedure of stenting for right ica (internal carotid artery) parenchymal to aneurysm, the patient experiences sudden onset of left hand/arm weakness, multiple punctate areas of restricted diffusion in the right parietal and frontal lobes. In the physician¿s opinion the post-procedure complications was a result of the in stent thrombosis. Plavix was administered to patient due to the post-procedure complications. The post-procedure complications were reported related to the subject device.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on the additional information provided the physician alleged an unspecified malfunction with the stent. Since the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, the exact cause of the reported unspecified device malfunction can not be determined. In addition, the reported thrombosis and neurological/intracranial sequelae (weakness, restricted diffusion) are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of known inherent risk of procedure has been assigned to the reported thrombosis and neurological/intracranial sequelae.

Event description:
It was reported that three months after the procedure of stenting for right ica (internal carotid artery) parenchymal to aneurysm, the patient experiences sudden onset of left hand/arm weakness, multiple punctate areas of restricted diffusion in the right parietal and frontal lobes. In the physician¿s opinion the post-procedure complications was a result of the in stent thrombosis. Plavix was administered to patient due to the post-procedure complications. The post-procedure complications were reported related to the subject device.